Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a dull pain in their vaginal region since they left the hospital on monday. The patient stated the pain decreases as time goes on. Agent reviewed with patient that they can discuss with their healthcare provider (hcp) if they need to decrease the stimulation or change the program for a more comfortable sensation. The patient mentioned that they have had occasional tiny leaks and the most they've had was a medium leak and they know they waited too long between bathroom visits and had considerable urgency so they had a slightly more than a tiny leak. The patient also stated they still feel like they have to wear pads because they can have a leak so they will continue to do that. The patient asked if they should stop taking the medication that was supposed to help with their continence. Agent redirected patient to healthcare provider. The patient has a follow up appointment with healthcare provider on (B)(6). Additional information was received from the patient. The patient stated that they still feel the dull pain, like pressure, in their vaginal area, since implant. The patient was redirected to their healthcare provider (hcp). The patient has an appointment on (B)(6) with their hcp. Additional information was received from a patient. They reported that they increased stim because they having too much break through leakage. Patient said they still have leaks but they were more controlled. Patient said at night they feel a flutter in their "butt cheek". Patient said they get a lot of vibration where the ins was. Reviewed how to change programs. Patient was able to change programs and increase stim to a comfortable level.